Event description:
A surgeon reports an unexpected postoperative refraction following intraocular lens (iol) surgery. The iol was exchanged. The patient's outcome is reported as excellent.

Manufacturer narrative:
The complaint device was returned and showed signs of handling. One haptic was bent in the gusset and distal area. The optic was torn/split/cracked in two pieces with a cut-like appearance and a portion of the optic was missing from the edge. The anterior optic surface was scratched. An optical inspection could not be conducted due to lens damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot. This report was mailed to the FDA on: 10/31/2007. Additional information was requested 10/3/2007 by fax and mail. A completed questionnaire was returned 10/10/2007.